Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and fold flaw opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture" and "sitting low in the rib cage" confirmed via MRI. This record is for the left side. Later healthcare professional reported "rupture". Device was explanted.

Event description:
Patient reported "rupture" and "sitting low in the rib cage" confirmed via MRI. This record is for the left side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "rupture" and "sitting low in the rib cage" confirmed via MRI. This record is for the left side. Later healthcare professional reported "rupture". Device was explanted and replaced. It is unknown if device will be returned.